Manufacturer narrative:
Pr (B)(4) follow up. It was reported there was a contaminated nozzle. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe in the packaging blister; the syringe cap has discoloration. From the photo, it is not possible to confirm whether the discoloration is embedded degraded resin. A device history record review was completed for provided material number 303553, lot 3353533. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Description: the syringe has a contaminated nozzle despite the sealed packaging (photo attached). Anvisa registration: (B)(4).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.